Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly, ligator housing and irrigation tube), and a visual evaluation noted that the returned ligator housing had six bands attached some bands were moved and overlapped. The ligator housing teeth were bent/damaged, and the suture hole was in good condition. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator were moved and overlapped, and the ligator housing teeth were damaged. It is possible that the reported event might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the ligator housing teeth get damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during a ligation procedure performed on (B)(6), 2023. During the procedure, when the second band was attempted to be deployed, it was attached to the third band, and the bands remained in the ligator head. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during a ligation procedure performed on (B)(6), 2023. During the procedure, when the second band was attempted to be deployed, it was attached to the third band, and the bands remained in the ligator head. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.